Event description:
It was reported that this right atrial (ra) lead was explanted due to lead fracture. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to lead fracture. A new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that more than 3000 ohms of lead impedance was noted which suggests a lead conductor issue.